Event description:
It was reported that the pt suffered an infection and the entire system was removed. There was no device malfunction. The pt was reimplanted and was doing great.

Manufacturer narrative:
(B)(4).